Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to cup loosening. It was noted during the revision, that the cup's mesh was delaminated.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. As product part and lot numbers are unknown, a device history record review could not be completed. These devices are used for treatment. It appears in the returned x-rays that the metal mesh on the outside of the shell disassociated from the shell. It also appears in the x-ray that a screw had fractured. A product history search could not be completed as the part and lot numbers of the related devices are unknown. In the review of the revision operative notes it was found that the physician stated that the x-rays taken in office showed gross loosening and movement of the femoral component with significant loss of bone, multiple cysts and possible dissociation of the hardware. It was also noted by the physician that the femoral head had translated superiorly in the cup, indicating severe polyethylene wear. It was also noted that during the surgery that dark colored fluid and black fluid exited up through the incision when it was cut. It was initially stated that the femoral component was markedly loose but then the femoral component was attempted to be removed. The component could not easily removed and was not revised. It noticed that the metal mesh was no longer attached to the rest of the acetabular component. The metal mesh was noted to have excellent bony ingrowth. A definitive root cause cannot be determined with the information provided.